Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent elevated blood glucose reported at 200 mg/dl while using the ilet with multiple teflon infusion sets, expressed concern that insulin was not being delivered despite nine site attempts, disconnected from the pump, and administered 15 units of fast-acting subcutaneous insulin via pen; no pump alerts or alarms were reported and the issue resolved after a full supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to isolate a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.